Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to encoder signal out of phase and the motor position encoder error alarm was confirmed in the alarm history screen.. The displacement test could not be performed or the battery out limit alarm verified due to motor error alarm. The device also had a scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's sister reported via phone call that the insulin pump alarmed motor error. The blood glucose at the time of the incident was 279 mg/dl; treated with manual injection. It was stated that the alarm history showed motor error and motor position encoder error alarms. It was also reported that they received a battery out limit alarm when inserting the battery after it was out of the device for longer than allowed. Troubleshooting was performed. The device was returned for analysis.